Manufacturer narrative:
Information regarding suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use, product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Based on the user's report, the device functioned as intended but there were clinical consequences possibly due to insufflation and the condition of the patient's colon. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) address potential clinical procedure related complications, including a caution related to distention of the stomach: "precaution: ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure." The IFU also includes the following information related to the occurrence of perforation: "also contraindicated in patients who have gastrointestinal fistulas, are suspected of having a gastrointestinal perforation, or are at high risk of gastrointestinal perforation during endoscopic treatment." The IFU indicates the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation..." Prior to distribution, all hemospray endoscopic hemostat devices are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook hemospray endoscopic hemostat. The procedure was performed and the spray was used successfully. Patient later developed pain and distension in their belly. The physician found a perforation in the right colon, where they were using the device. Plan is to reopen patient, close the perforation and remove any spray that "migrated" (outside of the gi tract). Perforation was not observed endoscopically. Other than the deployed hemospray, a section of the device did not remain inside the patient. The patient will require surgery to close the perforation.